Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient hasn't been seen by anyone since the rep met with them. Patient was to follow-up in clinic if they continued to have issues.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID 978b128, lot# va2rttq, implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient is going to shut their device off after this coming weekend to see if their discomfort resolves. Per provider, patient fell on their right side and then rolled. Patient said they fell so hard that the people they were with said it shook the whole house. Patient offered at time of their office visit this week the following: every time they sat it felt like they were getting a "snuggie" by their rectal area. Provider note states the following: pt does not believe their ins device is working anymore as they can not sleep more than 3 hours in a row at night due to incontinence.  Patient also experienced pain. X-rays showed: lead migration since implant which was 6-7-2023. Patients program was changed to program 3 at 0.3, interrogation was good in clinic on (B)(6) 2023. The plan was to leave the ins running at the setting noted above while the patient has family in town through the weekend. They will then turn it off for 2 weeks to see if the device truly is not working. Writer will reach back out to patient on (B)(6) 2023 to see how they are doing.